Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg) the physician could not aspirate two introducers. The physician attempted to reinsert the dilator to reset the valve with multiple attempts but that did not work and confirmed the tip of the introducer was not in contact with the heart wall/tissue. The physician noted that the this has become a more common occurrence, but usually reinserting the dilator fixes the problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.